Event description:
The manufacturer has been notified that a patient was re-admitted to the hospital, in part, due to the malfunction of a simplygo portable oxygen concentrator. It was reported that the battery rapidly drained while in use. After being discharged from the hospital on (B)(6), the patient used the device several times without issue. However, on tuesday evening, while attempting to use the device on power, it began beeping and ceased functioning. An ambulance was called for assistance. The device was set to 1 liter at the time of failure. The unit is being returned, and a refund is being processed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had been previously notified that a patient was re-admitted to the hospital, in part, due to the malfunction of a simplygo portable oxygen concentrator. It was reported that the battery rapidly drained while in use. After being discharged from the hospital on monday, february 17th, the patient used the device several times without issue. However, on tuesday evening, while attempting to use the device on power, it began beeping and ceased functioning. An ambulance was called for assistance. The device was set to 1 liter at the time of failure. The unit is being returned, and a refund is being processed. The device was returned for investigation, and during the assessment, it was found to have a malfunction resulting in low oxygen. As a result, a refund was issued, and the device was decommissioned and scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.